Event description:
A reporter called to report that she received two bone creos allo/ gain grafts model number n4430 by nobel biocare in preparation for two dental implants. Once her conical connection implants were placed, she developed, inflammation to her gums and infection. The inflammation and was so sever that she had to have both implants removed as well as one healthy tooth. Reporter states that she is also, having a problem with an additional healthy tooth which has shifted due to inflammation. She has been advised that she may have to wear an alignment device to correct the positioning of that tooth.